Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2026, the patient underwent orif surgery for trimalleolar fracture on distal region of the tibia and fibula with the products in question. During surgery, the surgery was carried out according to the procedure manual, however it was unable to deploy fibulink when the surgeon attempted to deploy fibulink after inserting the tibia screw. Also, only the silver tube detached, leaving tibia and fibula screws inside the patient body. The screws were successfully removed using the removal kit. Another fibulink was used following the same procedure and manual, and there were no troubles. The surgery was completed successfully with more than 30minutes delay. Product defects were suspected, and the surgeon attempted to reproduce the issue in a dry state, but it was difficult to reproduce. No further information is available.